Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events described are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional information regarding the event, product, or patient details was requested of the reporter by allergan; no additional information is available. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage.

Event description:
Documentation received from a patient representative states the right side device is ¿malpositioned¿, ¿painful¿, and ¿demonstrated a poor aesthetic appearance¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device remains implanted. See MFR # 9617229-2017-00678 for the left side.